Event description:
The customer reported via phone call that the customer received several motor error alarms on the insulin pump. The customer's blood glucose was unknown. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer declined the replacement insulin pump. The customer later mentioned a hairline crack on the screen of the insulin pump. The customer was still able to read the display with no issues. The customer had also received the no delivery alarm in the past. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.